Event description:
It was reported prior to starting a da vinci si procedure the tenaculum forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed grip cable. The grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at wrist are not damaged. Additionally, scratches on the maintube were observed on the distal end, though not reported. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.